Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when using a 6f ¿ 12f mynx control venous vascular closure device (vcd), at the time of closure, it was noticed that a portion of the peg closure device was slightly protruding from one of the right-sided access sites. The peg was hydrated and tucked at that time. One day following the procedure, the patient reported a low-grade temperature and provided photographs of the incision sites to the nurse. There was noted redness surrounding the incision site and draining described as pus. The patient was instructed to remove the site bandages and was started on a two-week course of doxycycline. Seven days post procedure the patient reported that the peg had completely extruded from the access site. The patient was prescribed an additional one-week course of doxycycline and was discharged home. The extruded peg was sent for culture. The initial procedure was an atrial fibrillation (af) ablation. The patient was noted to be thin. Vascular access was obtained in two sites on the right, and three sites on the left. Additional information was requested but not provided. The devices will not be returned for evaluation. Addendum: one photograph demonstrated peg material protruding from the incision site.